Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the patient's right ventricular lead exhibited noise that was over-sensed as a high ventricular rate episode. No intervention was performed, and the patient will further be monitored. There were no patient consequences.